Event description:
It was reported that breakage was observed at the joint of the port of the introducer sheath and at the sheath itself. Reportedly, blood leakage was observed and contamination was found. Followed up with customer and no additional information was provided. Not returning device discarded at hospital.

Manufacturer narrative:
The device was discarded at the hospital and will not be returned for evaluation.